Manufacturer narrative:
During a breast augmentation procedure, a patient was burned with an insulated cautery tip. The surgeon reported that the insulation had burned off of tip. The surgeon stated he was deep into the tissue and it burned to the skin level creating burns on her skin. Future surgical intervention is planned. No lot number was reported and the sample was not received for evaluation. We identified two existing lots in inventory and pulled samples from each lot for testing and evaluation. No complaints had been logged for either lot number for this item. We tested several tips from each lot. Each sample was tested 10 times in cut mode and 10 times in coag mode at setting 30-30 first, then increased to 50-50, 80-80, and 200-80. All samples performed normally on all cycles at all settings. No abnormality or arc was noticed. Also, tested the samples with the tip not seated into the pencil completely (we tested this intentionally). The exposed metal part caused a burn on the chicken we used for testing. A possible root cause for this reported incident is an inadequately seated tip on the pencil. We identified no manufacturing defect or concern. At this time, no corrective action is indicated. However, due to the injury to the patient, this medwatch is being filed.

Event description:
During a surgical procedure, a patient was burned by the cautery tip.